Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Additionally, the customer reported an elevated blood glucose (bg) level of approximately 297 mg/dl, which was addressed with correction boluses. The customer was able to load a new cartridge successfully and resume insulin delivery. System check with tandem's customer technical support (cts) indicated that the pump was performing as intended. However, 5 hours later, the customer stated bg levels remained elevated. Review of pump data by cts revealed that customer's bg level was trending downward. Customer was referred to health care provider for possible factors that may affect bg levels. Several hours later, the customer indicated consulting with endocrinologist, changing the infusion set, and that the current bg level was at 148 mg/dl.